Event description:
It was reported that a patient presented in-clinic. Upon interrogation, the patient's right ventricular (rv) lead was found to have high defibrillation impedance. Tissue ingrowth or necrotic tissue was suspected as the cause of the malfunction. No intervention was reported. The patient was discharged and no additional patient consequences were reported.